Event description:
It was reported that this right atrial (ra) lead exhibited loss of capture. The health care professional was considering sending the patient home. The lead currently remains in service. No adverse patient effects were reported.